Manufacturer narrative:
Patient information is not available for reporting. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a inserter for titanium (ti) elastic nails has a broken handle. It is unknown if the malfunction occurred during the decontamination process or during a patient procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a inserter for titanium (ti) elastic nails has a broken handle. It is unknown if the malfunction occurred during the decontamination process or during a patient procedure. It was discovered damaged in sterile processing department (spd) assembly. Reportedly, the device had been in use a few years and it is unknown if there was any unusual use of the device. It is unknown if there was a patient involved with this complaint. (B)(6). Concomitant devices reported: elastic nail (unknown part and lot numbers), quantity x 1.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inserter for titanium (ti) elastic nails has a broken handle. The device malfunctioned during a patient procedure (date unknown) while the surgeon was removing elastic nails. The surgeon used a t handle chuck to successfully complete the procedure without incident. No patient or additional procedure information are available. Reportedly, the device had been in use a few years and it is unknown if there was any unusual use of the device. Concomitant devices reported: elastic nail (unknown part and lot numbers), quantity x 1. This is report 1 of 1 for complaint (B)(4).